Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. However, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the tip of the jaws. The clear silicone insulation was observed to be peeled away from a jaw. Due to the position of the photograph we are unable to determine which jaw was observed to be peeled away or the state of the heater wire. Based on the photographic evaluation, the reported failure "peeled jaw" was confirmed and not confirmed for the reported failure "failure to deliver energy" as the device was not returned. The lot # 25153640 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 power didn't work. The plastic part of the jaws broke and bent up. Nothing broke off and fell in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 power didn't work. The plastic part of the jaws broke and bent up. Nothing broke off and fell in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.